Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing some pocket discomfort due to ipg flipping sideways. The physician confirmed that the ipg had migrated as one of the sutures had broken loose. The patient underwent a pocket revision procedure wherein the physician sutured the ipg down. The patient was reportedly doing well postoperatively.